Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of symptoms/ae: during the procedure. It was reported that during a percutaneous revascularization with carotid artery stenting and distal embolic protection in the right internal carotid artery, there was a small dissection distal to the placement of the first stent. The subject was observed overnight, found to be stable without neurologic events and had a normal nih stroke scale score of (0) and was discharged the next day. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.